Manufacturer narrative:
Three attempts were performed to obtain additional information, but the customer was unable to provide sufficient answers for the requested information. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty lamp or the lamp reaching maximum hour usage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the lamp was not working on the evis exera iii xenon light source and the spare lamp came on and error code e103 was displayed. The issue was found during a procedure. Troubleshooting was performed and the customer was advised to change the lamp using a maj-1817 lamp. The issue was resolved by changing the lamp. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation due to the customer being able to resolve the issue. Additional information had been requested regarding this event with no response from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.